Event description:
A customer reported that the glidescope core 10-inch monitor was turning off during intubation of a patient. No delay in procedure, use of a backup device, or harm to the patient was reported. The facility's clinical engineering department reported being unable to replicate the fault after leaving the monitor on for approximately one (1) hour following the incident; however, they reported noticing that the clock resets after every reboot, indicating a potentially dead coin cell battery.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.